Manufacturer narrative:
This form has been completed by the manufacturer.

Event description:
During surgery, the shield from the trocar broke off and fell into the eye. The broken piece was retrieved and the procedure was completed with no injury to the patient.